Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was alarming "xdcr fault" (transducer fault) and that they were unable to clear the alarm notification. No other details were provided by the customer regarding patient involvement, at this time, patient involvement is unknown.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was pt802 transducer failing calibration.